Event description:
Headaches, nausea, vasovagal responses, vomiting, skin condition, tightness of chest and throat, gag reflex and inflammation, chronic fatigue etc. While using philips dreamstation CPAP.